Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was constantly vibrating even there was no alarm. Customer stated that the insulin pump received hardware low level failures alarm during self test. Customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 63 due to download difficulty. Unable to verify audio alert anomaly due to critical pump error. Device received with corroded battery tube and corroded motor home switch.